Event description:
This case was initially received via regulatory authority (food drug administration, reference number: mw5083070) on 05-feb-2019. The most recent information was received on 18-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), back pain ('back pain / upper back pain') and arthralgia ('wrist pain,joint pain,elbow pain on right arm,stabbing pains on left hip') in an adult female patient who had essure (batch no. E24124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, knee operation, multigravida, miscarriage, incision site discharge, redness, swelling nos, tenderness, blurred vision, dizziness, ear buzzing, taste metallic, numbness circumoral, drowsiness, confusion, hypotension, palpitations, bradycardia, seizure, restlessness, anxiety, itching, nausea, vomiting, dermatitis, shingles, acne, weakness, diarrhea, emesis, myalgia, abdominal pain, constipation, seborrhea capitis, dyspareunia and irregular periods. Patient was prescribed amour thyroid for her under active thyroid. Previously administered products included for allergies: flonase; for an unreported indication: retin-a. Concurrent conditions included hypothyroidism. Concomitant products included adapalene (differin) since (B)(6) 2017, ketoconazole, testosterone and tretinoin. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), arthralgia (seriousness criterion disability), migraine ("severe migraine"), headache ("headache /forehead pain / frequent headaches/chronic headaches"), pain in extremity ("forearm pain"), fatigue ("extreme fatigue/chronic fatigue"), neck pain ("neck pain"), pain in jaw ("upper jaw pain"), toothache ("teeth pain"), rash pruritic ("itchy rash"), paraesthesia ("tingling sensation starting at my spine and slowly moving across my upper back / tingling sensation on my fingers"), hypothyroidism ("under active thyroid"), influenza like illness ("flu like symptom / body feels like I'm coming down with a cold or flu"), visual impairment ("prism light in my left peripheral vision"), feeling hot ("I experienced warm sensation on the back of my neck."), menorrhagia ("menorrhagia"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), rash ("chronic rashes") and pain ("chronic body aches") and was found to have blood testosterone decreased ("low testosterone levels"). The patient was treated with surgery ((laparoscopic bilateral salpingectomy, partial cornuectomy da vinci platform)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, arthralgia, migraine, headache, pain in extremity, fatigue, neck pain, pain in jaw, toothache, rash pruritic, paraesthesia, visual impairment, feeling hot, menorrhagia, allergy to metals, genital haemorrhage, autoimmune disorder, rash and pain outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, blood testosterone decreased, fatigue, feeling hot, headache, hypothyroidism, influenza like illness, migraine, neck pain, pain in extremity, pain in jaw, paraesthesia, rash pruritic, toothache and visual impairment with essure. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, menorrhagia, pain, pelvic pain and rash to be related to essure. The reporter commented: an injury (disability/permanent damage) was mentioned but not specified and /or assigned to one of the events. One of the tubes shows focal chronic inflammation in the para tubal soft tissue. Diagnostic results (normal ranges are provided in parenthesis if available): spinal x-ray - on (B)(6) 2018: mild s shaped thoracic scoliosis.. Ultrasound pelvis - on (B)(6) 2019: essure device is demonstrated each cornua in the normal position. A cyst with light debris is in the left ovary as described. This may represent the dominant cyst. A sonogram in 2-3 months menstrual cycle day s- should be considered. Ultrasound scan - on (B)(6) 2018: thyroid gland demonstrated diffusely altered echogenicity differentials forth, s appearance would include diffuse processes hashimotos thyroiditis tiny cyst in the inter polar of the right lobe of the thyroid gland.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs and mr received - case becomes incident. Lot number was added. New events chronic pelvic pain, menorrhagia, nickel sensitivity, bleeding, autoimmune-like symptoms, chronic rashes and chronic body aches were added. Explant date was added. Product indication was updated. Medical history, concomitant drug and lab data were added. Patient's date of birth and race were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food drug administration, reference number: mw5083070) on (B)(6)2019. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and arthralgia ('wrist pain,joint pain,elbow pain on right arm,stabbing pains on left hip') in an adult female patient who had essure (batch no. E24124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, knee operation, multigravida, miscarriage, incision site discharge, redness, swelling nos, tenderness, blurred vision, dizziness, ear buzzing, taste metallic, numbness circumoral, drowsiness, confusion, hypotension, palpitations, bradycardia, seizure, restlessness, anxiety, itching, nausea, vomiting, dermatitis, shingles, acne, weakness, diarrhea, emesis, myalgia, abdominal pain, constipation, seborrhea capitis, dyspareunia and irregular periods. Patient was prescribed amour thyroid for her under active thyroid. Previously administered products included for allergies: flonase; for an unreported indication: retin-a. Concurrent conditions included hypothyroidism. Concomitant products included adapalene (differin) since (B)(6)2017, ketoconazole, testosterone and tretinoin. On (B)(6)2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain / upper back pain"), arthralgia (seriousness criterion disability), migraine ("severe migraine"), headache ("headache /forehead pain / frequent headaches/chronic headaches"), pain in extremity ("forearm pain"), fatigue ("extreme fatigue/chronic fatigue"), neck pain ("neck pain"), pain in jaw ("upper jaw pain"), toothache ("teeth pain"), rash pruritic ("itchy rash"), paraesthesia ("tingling sensation starting at my spine and slowly moving across my upper back / tingling sensation on my fingers"), hypothyroidism ("under active thyroid"), influenza like illness ("flu like symptom / body feels like I'm coming down with a cold or flu"), visual impairment ("prism light in my left peripheral vision"), feeling hot ("I experienced warm sensation on the back of my neck."), menorrhagia ("menorrhagia"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), rash ("chronic rashes") and pain ("chronic body aches") and was found to have blood testosterone decreased ("low testosterone levels"). The patient was treated with surgery ((laparoscopic bilateral salpingectomy, partial cornuectomy da vinci platform)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, back pain, arthralgia, migraine, headache, pain in extremity, fatigue, neck pain, pain in jaw, toothache, rash pruritic, paraesthesia, visual impairment, feeling hot, menorrhagia, allergy to metals, genital haemorrhage, autoimmune disorder, rash and pain outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, blood testosterone decreased, fatigue, feeling hot, headache, hypothyroidism, influenza like illness, migraine, neck pain, pain in extremity, pain in jaw, paraesthesia, rash pruritic, toothache and visual impairment with essure. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, menorrhagia, pain, pelvic pain and rash to be related to essure. The reporter commented: an injury (disability/permanent damage) was mentioned but not specified and /or assigned to one of the events. One of the tubes shows focal chronic inflammation in the para tubal soft tissue. Diagnostic results (normal ranges are provided in parenthesis if available): spinal x-ray - on (B)(6)2018: mild s shaped thoracic scoliosis.. Ultrasound pelvis - on (B)(6)2019: essure device is demonstrated each cornua in the normal position. A cyst with light debris is in the left ovary as described. This may represent the dominant cyst. A sonogram in 2-3 months menstrual cycle day s- should be considered.. Ultrasound scan - on (B)(6)2018: thyroid gland demonstrated diffusely altered echogenicity differentials forth, s appearance would include diffuse processes hashmdlos thyroiditis tiny cyst in the inter polar of the right lobe of the thyroid gland.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.